Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("severe headaches"), back pain ("lumbar pain"), arthralgia ("joint pain"), amnesia ("memory loss"), depression ("depression"), menorrhagia ("haemorrhagic periods"), deafness ("hearing loss"), visual impairment ("visual disturbances"), balance disorder ("loss of balance"), loss of consciousness ("frequent loss of consciousness"), loose tooth ("tooth loosening") and gastrointestinal disorder ("gastrointestinal disorders"). The patient was treated with surgery (tubes, uterus and cervix removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, headache, back pain, arthralgia, amnesia, depression, menorrhagia, deafness, visual impairment, balance disorder, loss of consciousness, loose tooth and gastrointestinal disorder outcome was unknown. The reporter considered amnesia, arthralgia, back pain, balance disorder, deafness, depression, gastrointestinal disorder, headache, loose tooth, loss of consciousness, menorrhagia, pelvic pain and visual impairment to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("severe headaches"), back pain ("lumbar pain"), arthralgia ("joint pain"), amnesia ("memory loss"), depression ("depression"), menorrhagia ("hemorrhagic periods"), deafness ("hearing loss"), visual impairment ("visual disturbances"), balance disorder ("loss of balance"), loss of consciousness ("frequent loss of consciousness"), loose tooth ("tooth loosening") and gastrointestinal disorder ("gastrointestinal disorders"). The patient was treated with surgery (tubes, uterus and cervix removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, headache, back pain, arthralgia, amnesia, depression, menorrhagia, deafness, visual impairment, balance disorder, loss of consciousness, loose tooth and gastrointestinal disorder outcome was unknown. The reporter considered amnesia, arthralgia, back pain, balance disorder, deafness, depression, gastrointestinal disorder, headache, loose tooth, loss of consciousness, menorrhagia, pelvic pain and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.